Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated mdrs # 12257142013-2013-00814, 12257142013-2013-00816, 12257142013-2013-00817, 12257142013-2013-00818, 12257142013-2013-00819.